Event description:
It was reported that the iconix insert tip broke off and had to be retrieved from joint space in shoulder.

Manufacturer narrative:
The reported condition was not confirmed since the unit was not returned for evaluation. There are several user/application root causes that may have contributed to the failure. During product development and initial user testing, it was observed that inserter bending/breaking is primarily due to instability of the guide during anchor insertion (user not firmly holding guide), that movement between drilling the pilot hole and inserting the anchor can lead to inserter bending and breakage. Therefore, the most probable root cause for the reported condition is user related. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the iconix insert tip broke off and had to be retrieved from joint space in shoulder.